Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower broken brackets made the shelves unstable, making it difficult to access the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that shelves were broken. A field service engineer replaced broken shelf clips to resolve the issue. Proactive system inspection was performed. The system functioned as intended after the field service engineer repaired the device.